Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no communication anomaly due to buttons not responding.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.